Event description:
It was reported the hosp contacted sales rep and stated they received a 10 pack of cement. Upon inspection they can hear a single dose glass as broken.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.